Event description:
The customer reported that the unit was leaking cidex opa. The customer confirmed that the unit was not leaking from the overflow but from the cracked tank. There were no reports of physical complaints related to the leak. The asp field service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
Solution spill. Capital equipment, evaluated at customer site. The fse found tank was leaking around heater element. The fse replaced the tank and tested, all good. Unit meets manufacturers specifications. Results: other: tank.